Event description:
In (B)(6) 2011, a 6f angio-seal vip was successfully deployed and hemostasis was achieved. A pre-deployment angiogram was performed. Soon after the procedure, the pt complained of leg pain. When the pt was at home, the pain worsened and her leg became swollen and bruised. She went to the emergency room and the physician found that the anchor had thrombosed and was blocking the artery. The device was surgically removed. The pt was hospitalized due to this event. The pt recovered and is now well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.